Event description:
A customer contacted beckman coulter inc (bci) regarding reports of falsely low crp (c-reactive protein) and hscrp results generated by the au640 chemistry analyzer. The results were reported out of the lab. The original specimens were re-tested and corrected reports were issued. Patient treatment was not impacted in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Based on the investigation, the cuvette over flow had contributed to this event. The fse verified the instrument's performance and qc run.